Manufacturer narrative:
Concomitant medical products: 5071-35, implanted: (B)(6) 2018; 5071-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to sepsis. During interrogation of the cardiac resynchronization therapy defibrillator (crt-d), it was noted an alert for high lv threshold was observed. It was further added that the patient had a capped lv lead, which had been replaced due to phrenic nerve stimulation at a previous date. Further information was requested pertaining to the sepsis; at this time, there is no further information available. The crt-d system remains in use. No further patient complications have been reported as a result of this event.